Event description:
Medtronic were informed of the following literature article; Endovascular versus Open Repair for Non-Complex Abdominal Aortic Aneury sms: A Systematic Review and Meta-Analysis. Endurant II and other non Medtronic devices were noted as used in a systematic review and meta-analysis to evaluates short- and long-term outcomes of EVAR and OSR in infrarenal noncomplex AAA. The following events were noted; Serious injury; reintervention, limb occlusion, aneurysm enlargement, thrombosis. No further information was provided pertaining to Medtronic products.

Manufacturer narrative:
A2: Average Age A3a,3b: majority gender B3: publication date https://doi.org/10.1016/j.avsg.2025.09.044. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.